Manufacturer narrative:
Per the clinic, the device explantation on (B)(6) 2026, was an elective procedure performed due to the patient's osteoradionecrosis. Device analysis report attached.

Event description:
Per the clinic, the device was explanted, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.